Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ xc on both cheeks. 8 days later, patient complained with swelling bi-laterally which was firm to touch with no redness. Patient was prescribed cipro 500mg 2x daily for 10 days. 5 days later, patient was treated with 1 ml hyalaronidase to dissolve product in right cheek and started on medrol dose pack. The symptoms are not yet resolved.

Manufacturer narrative:
Clarification to suspect product: lot number 963/2. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.